Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: tyvek/thermoform sticking.

Event description:
Sales representative reported "have encountered several of these problems with plastic containers, the problem is not the tyvek but the clamshell in the packaging¿. This record is for the unknown side. Device implanted.